Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed. In addition, the insertion tube had a dent. The following have non-olympus parts: plastic distal end cover, bending section cover, bending section cover glue, insertion tube and bending section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed no image when put in the light source. The event occurred during an unspecified diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event cannot be specified. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image: troubleshooting guide: as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. Olympus will continue to monitor field performance for this device.